Manufacturer narrative:
Additional information: force used during advancing the devices was the same as normal. It was later detailed that the device fracture did not cause the catheter to separate into 2 parts, and the stent did not dislodge from the balloon. However the stent has wrinkled and changed shape due to calcium. No resistance was encountered during withdrawl of the device and excessive force was not used.the onyx (lot 0011468414) was taken out of the hub and prepared for use as usual with every step without bending. The stent device was kinked prior to engaging in the lesion. The device was successfully removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the 2.25x26mm resolute onyx was taken out of the hoop/tray after open from device pouch and prepared for use as usual with every step without bending. The 2.25x26mm resolute onyx stent was kinked and re-straightened during use. The 2.0x26mm resolute onyx (pli10) was put in first, and when this device could not pass, it was changed to the 2.25x26mm resolute onyx stent (pli20). The 2.25x26mm resolute onyx stent was angulated and distorted due to a calcium fragment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure two resolute onyx coronary drug eluting stents were used to treat a moderately calcified, non-tortuous lesion exhibiting 95% stenosis located in the ostium of the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The resolute onyx stent (lot 0226094749) device was not kinked and re-straightened during use. It was reported that the device detached, cracked, or fractured during delivery through the vessel. The detached portion of the device does not remain in the patient and the device was removed with the catheter before dilating the stent. The patient is alive with no injury.

Manufacturer narrative:
Concomitant products: product ID ronyx22526x (0011468414); product type: 0204-stent; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: when the stent was out of the patient it was noted that the 2.25x26mm resolute onyx stent was angulated/deformed and distorted due to a calcium fragment. Annex d codes. Image analysis: one image was received for still image review. The image appears to show the distal end of a stent device and there appears to be mid stent deformation evident. A size of 2.0mm can be seen in the background, which matches reported size of 2.0 x 26mm on gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.